Event description:
It was reported that during an infusion using the spectrum pump, "the pt's blood came through the central line and into the piggy back line, filling the bag and causing it to rupture." The customer stated that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation could not reproduce the reported symptom. The device passed flow rate testing per the spectrum preventive maintenance procedure, as well as additional flow rate testing. The device passed upstream occlusion and downstream occlusion testing per the spectrum preventive maintenance procedure, as well as additional occlusion testing. The device was found to be operating within specification in relation to the reported symptom. The device was returned to the customer.